Event description:
Information received indicates the foot siderail will not latch.

Manufacturer narrative:
The technician found fluid in the latch block. The technician cleaned the latch block to repair the bed.